Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller noted on (B)(6) 2022 the ins was revised because it was rotated. Initial charging following revision was successful but now the wireless recharger (wr) connects briefly before searching again. Caller noted the ins was superficial and flat and she could feel all 4 borders today. Caller has requested wr replacement. Email sent to patient services (ps) team. On (B)(6) 2022, the patient called back and thought a replacement may have already been on the way. Ps reviewed that we will need the serial number off of the recharger itself. The caller will run home over her lunch to get it and call back. Shipping address is the same address that the patient has listed on file. The caller noted the same info as in original call about the ins revision on (B)(6). The caller was unsure whether they received a new recharger at that time. Caller indicated that a recharger reset was also done previously as a result of troubleshooting yesterday with the healthcare provider (hcp). Caller indicated that they only get to charge to 15%. The patient said that pa redirected her to call to make arrangements to replace recharger. Patient said had appointment yesterday and an ultrasound was performed to check ins placement and was told everything looks fine since the revision on (B)(6). Patients constant issues with recharger for the past two weeks, getting the 1707 code and another code of 4101 and not resolved at hcp appointment yesterday. Reviewed best practices recharging steps and reset and that did not resolve the issue. Replacement request was sent. Patient also reviewed charging issues with jc handset, said won't hold a charge and has to keep plugged in all the time and said it takes 20 minutes to charge to 4% and wouldn't turn on at all during call. Mobility was conferenced on for troubleshooting however not resolved so mobility sent replacement request. Reviewed replacement information with patient and contacted repair and explained they would be receiving two separate requests to be sent to the same patient.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the 4101 code was unknown. The device was revised surgically. It is unknown if the issue resolved. The cause of the recharger connection issue was unknown. It is unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.